Manufacturer narrative:
Return of product has been requested. The evaluation of this complaint was only done based on given picture provided by reporter and previous investigated data. No physical return of product was provided. Root cause can only be verified by a product return.

Event description:
Brush head has fallen apart [device breakage], no adverse event [no adverse event]. Case description: a consumer reported that he or she used an oral-b rechargeable toothbrush, version unknown, and the oral-b dual action brushhead had fallen apart. No symptoms developed.